Event description:
It was reported that a small volume folfusor had no flow during patient infusion. The issue was described as, after approximately 48 hours, it was noted that the volume had not changed, no infusion had occurred. The device was filled with 64 ml of 5 fluorouracil and 96ml of glucose 5%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.